Manufacturer narrative:
Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer¿s reported problem was confirmed. The customer stated that there was no patient involvement.

Event description:
Faulty in ail sensor assy encoder failure in motor control board bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: motor movement when biomed opens the door. Recommend to replace the ail unit. Biomed will repair the unit and call back if he needs further assistance. (B)(4).